Event description:
Information was received that three months after the completion of the lengthening, the femur collapsed 9mm and lost length due to the nail mechanism breaking. The nail has been explanted.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the nail revealed the housing tube had cracks at the anti-rotation lug in the crown region which allowed the distraction rod to rotate freely. X-ray images of the internal components confirmed a broken anti-rotation lug. No other internal damage was found. The nail was functionally tested and was unable to distract or retract with the high-speed magnet for stroke testing. Distraction force testing was measured at 250.7 lbs which meets the specification. The work order was reviewed and confirmed the device passed all inspections per the acceptance tests. The manufacturing x-rays show the anti-rotation lug (crown) was seated properly in the housing body. The inspection data for the lots of the anti-rotation lug and housing tube was reviewed and confirmed the parts met design specifications as per the engineering drawings. Although requested, additional objective evidence has been provided, such as patient x-rays over the treatment process to confirm the reported femur collapse. The failure, therefore, can be confirmed as "broken nail" which was visible during the visual inspection. Based on the investigation, internal x-ray images, and the nature of the observed break, it is likely that the nail broke due to stress generated from patient weight bearing activities. Device labeling: per the precice instructions for use ¿the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. For humerus applications, patients should not bear any weight on the treated limb. Patients should utilize external support and/or restrict activities until consolidation occurs.¿ a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.